Manufacturer narrative:
3003721894-2016-00173 is associated with argus case (B)(4), poligrip. Poligrip is marketed as super poligrip in the us. The complaint sample was not available. Testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements.

Event description:
This case was reported by a consumer via call center representative and described the occurrence of mouth hemorrhage in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (poligrip) unknown (batch number (B)(4), expiry date unknown) for denture wearer. On an unknown date, the patient started poligrip. On an unknown date, an unknown time after starting poligrip, the patient experienced mouth hemorrhage (serious criteria gsk medically significant), skin abrasion and mouth irritation (serious criteria disability). On an unknown date, the outcome of the mouth hemorrhage and mouth irritation were not reported and the outcome of the skin abrasion was recovered/resolved. The reporter considered the mouth hemorrhage, skin abrasion and mouth irritation to be related to poligrip. Additional information: medical device not selected as poligrip product unspecified. Consumer reports they are using poligrip batch (B)(4) which was started "2/3 weeks ago" and the consumer reported he is "still using the product" the consumer stated "wearing temporary dentures to the upper hard palate. Advised to use adhesive so use poligrip instructions which say to rinse mouth with warm water, adhesive remains' trying to remove with tissue which sticks and drawing blood due to abrasions irritating cannot remove the poligrip difficulty getting the adhesive off "use fairly hot water". The consumer stated this occurred "happened twice last week'. When asked other concomitant medications the reporter stated "statins", further clarifications not reported. No other relevant medical conditions or allergy information reported. Follow-up information received on 12 september 2016: this case was reported by a consumer via call center representative and described the occurrence of mouth hemorrhage in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (poligrip) unknown (batch number (B)(4), expiry date unknown) for denture wearer. On an unknown date, the patient started poligrip. On an unknown date, an unknown time after starting poligrip, the patient experienced mouth hemorrhage (serious criteria gsk medically significant and other: gsk medically significant), skin abrasion, mouth irritation and device adhesion issue. On an unknown date, the outcome of the mouth hemorrhage, mouth irritation and device adhesion issue were not reported and the outcome of the skin abrasion was recovered/resolved. The reporter considered the mouth hemorrhage, skin abrasion, mouth irritation and device adhesion issue to be related to poligrip. Final qa results received on 24 october 2016: on an unknown date, an unknown time after starting poligrip, the patient experienced product complaint. On an unknown date, the outcome of the product complaint was unknown. This complaint was deemed unsubstantiated.

Manufacturer narrative:
This report is associated with (B)(4), poligrip. Poligrip is marketed as super poligrip in the us.

Event description:
Bleeding [mouth hemorrhage]. Abrasions [skin abrasion]. Irritating [mouth irritation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of mouth hemorrhage in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (poligrip) unknown (batch number (B)(4), expiry date unknown) for denture wearer. On an unknown date, the patient started poligrip. On an unknown date, an unknown time after starting poligrip, the patient experienced mouth hemorrhage (serious criteria gsk medically significant), skin abrasion and mouth irritation (serious criteria disability). On an unknown date, the outcome of the mouth hemorrhage and mouth irritation were not reported and the outcome of the skin abrasion was recovered/resolved. The reporter considered the mouth hemorrhage, skin abrasion and mouth irritation to be related to poligrip. Additional information: medical device not selected as poligrip product unspecified. Consumer reports they are using poligrip batch (B)(4) which was started "2/3 weeks ago" and the consumer reported he is "still using the product" the consumer stated "wearing temporary dentures to the upper hard palate. Advised to use adhesive so use poligrip instructions which say to rinse mouth with warm water, adhesive remains' trying to remove with tissue which sticks and drawing blood due to abrasions irritating cannot remove the poligrip difficulty getting the adhesive off "use fairly hot water" the consumer stated this occurred "happened twice last week' when asked other concomitant medications the reporter stated "statins", further clarifications not reported. No other relevant medical conditions or allergy information reported.

Manufacturer narrative:
MFR report 3003721894-2016-00173 is associated with argus case (B)(4), poligrip.

Event description:
Bleeding [mouth hemorrhage], abrasions [skin abrasion], irritating [mouth irritation], cannot remove the poligrip [device adhesion issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of mouth hemorrhage in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (poligrip) unknown (batch number yd7u, expiry date unknown) for denture wearer. On an unknown date, the patient started poligrip. On an unknown date, an unknown time after starting poligrip, the patient experienced mouth hemorrhage (serious criteria gsk medically significant), skin abrasion and mouth irritation (serious criteria disability). On an unknown date, the outcome of the mouth hemorrhage and mouth irritation were not reported and the outcome of the skin abrasion was recovered/resolved. The reporter considered the mouth hemorrhage, skin abrasion and mouth irritation to be related to poligrip. Additional information: medical device not selected as poligrip product unspecified. Consumer reports they are using poligrip batch 7d7u which was started "2/3 weeks ago" and the consumer reported he is "still using the product". The consumer stated, "wearing temporary dentures to the upper hard palate. Advised to use adhesive so use poligrip instructions which say to rinse mouth with warm water, adhesive remains". Trying to remove with tissue which sticks and drawing blood due to abrasions irritating cannot remove the poligrip. Difficulty getting the adhesive off "use fairly hot water". The consumer stated this occurred "happened twice last week". When asked other concomitant medications the reporter stated "statins", further clarifications not reported. No other relevant medical conditions or allergy information reported. Follow-up information received on 12 september 2016: this case was reported by a consumer via call center representative and described the occurrence of mouth hemorrhage in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (poligrip) unknown (batch number yd7u, expiry date unknown) for denture wearer. On an unknown date, the patient started poligrip. On an unknown date, an unknown time after starting poligrip, the patient experienced mouth hemorrhage (serious criteria gsk medically significant and other: gsk medically significant), skin abrasion, mouth irritation and device adhesion issue. On an unknown date, the outcome of the mouth hemorrhage, mouth irritation and device adhesion issue were not reported and the outcome of the skin abrasion was recovered/resolved. The reporter considered the mouth hemorrhage, skin abrasion, mouth irritation and device adhesion issue to be related to poligrip.